Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence and the patient reported the device not working as intended from the time of implant. The physician found that there was no fluid in the pump, the pressure regulating balloon (prb) was still full of fluid, and the cuff was oversized and too loose for the urethra. There were no patient complications reported.